Event description:
It was reported upon product receipt that the patient with the implantable cardioverter defibrillator system had passed away due to cardiac amyloidosis, cardiac failure, and multi-organ failure. No further information was provided.

Manufacturer narrative:
The device above elective replacement indicator (eri) was returned for evaluation. Assessment of total projected longevity, telemetry, lead impedance, sensing, pacing, and high voltage (hv) output functions of the device were normal with no anomalies found.